Event description:
Patient adm. To hosp in 2005 for placement of aicd device/pacer secondary 2 syncopal episodes. Return to cath lab after device found to be malfunctioning and patient received several inappropriate shocks. It was felt that this might represent a loose set screw vs. A lead fracture. It was found during the procedure, oversensing noted on the programmer. It was likely there was a fracture of the lead.